Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding (general)'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)') and abortion spontaneous ('pregnancy (stillbirth or miscarriage)') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy (stillbirth or miscarriage)" on (B)(6) 2012. The patient's medical history included pregnancy with contraceptive device in (B)(6) 2012, missed abortion in (B)(6) 2012, pain and multigravida. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included parity 4 and spotting vaginal. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), 13 days after insertion of essure. On (B)(6) 2012, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), mood swings ("hormonal changes describe: mood swings"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), vulvovaginal mycotic infection ("infection (other) describe: yeast"), migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain / loss (specify which one) weight gain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2012. At the time of the report, the genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, vaginal haemorrhage, menorrhagia, dysmenorrhoea, mood swings, urinary tract infection, vulvovaginal mycotic infection, migraine, headache and weight increased outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, mood swings, pregnancy with contraceptive device, urinary tract infection, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: in (B)(6) 2012 patient underwent essure confirmation test -device is in place patient experienced another pregnancy episode in (B)(6) 2012 which captured under case (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2010: negative; on (B)(6) 2012: positive. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2019: pfs and mr received. Previously reported event "injury to herself " updated to "genital bleeding", new events: abnormal bleeding (vaginal), menorrhagia, dysmenorrhea, mood swings, urinary tract infection, vaginal yeast infection, migraines, headaches, weight gain, pregnancy (stillbirth or miscarriage), miscarriage, device ineffective¿, medical history, onset date, reporter information added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.